Event description:
Patient initially implanted with occipital cervical plate construct in (B)(6) 2011 due to trauma. Pt developed an infection in (B)(6) 2012 and was returned to operating room for a wound washout. X-ray taken in late (B)(6) 2012 after that procedure revealed the left locking cap was out of the plate. Pt was returned to the operating room on (B)(6) 2012 with wound drainage issues. Surgeon replaced the left locking cap and, noticing the right was loose, also replaced the right locking cap. No other components of the synapse 3.5mm rod system appeared to be loose or migrated. This is 1 of 7 reports for the same event.

Manufacturer narrative:
Due to an unk cause, the set screw exhibits heavy gouges, scoring, and marks on the back surface (opposite the laser etch surface). There are heavy marks on the top and inner surfaces on all lobes of the stardrive. Heavy scratches are noted on the leading thread and other thread surfaces. The evaluation indicates the reported failure is not associated with the manufacturing processes at manufacturer. Dimensions that could be measured were found to meet specifications. A review of synthes device history record revealed the device was processed per specifications requirements and there were no complaint-related anomalies.